Event description:
It was reported that the patient received a tecnis synergy intraocular lens (iol) in his left (os) eye, but was not happy. The patient waited for two months and is still very unhappy with his quality of vision. The lens has been removed and replaced with a non-johnson and johnson iol. No additional surgical intervention: sutures, vitrectomy, or incision enlargement were performed. Patient outcome post-lens exchange was reported as good. No additional information is available.

Manufacturer narrative:
(Weight) and (race): unknown, not provided. Date of event is unknown. The best estimate time would be between (B)(6) 2021 and (B)(6) 2021. The intraocular lens (iol) has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that the reported event has been previously reported under MFR report number 3012236936-2022-00148. Therefore, this file is no longer considered reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.